Manufacturer narrative:
The customer reported that ups used with the eeg started smoking when it was powered on. This was an out of box failure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Powervar ups. A/abce422-11med. Sn ni.

Event description:
The customer reported that ups used with the eeg started smoking when it was powered on. This was an out of box failure. No patient harm was reported.

Event description:
The customer reported that ups used with the eeg started smoking when it was powered on. This was an out of box failure. No patient harm was reported.

Manufacturer narrative:
The customer reported that ups used with the eeg started smoking when it was powered on. This was an out of box failure. No patient harm was reported. Investigation conclusion: the complaint device is not available for evaluation. Without the device evaluation, the root cause of the issue could not be determined. Powervar ups. A/abce422-11med. Sn ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.